Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was received stuck inside the vial and there was no visible damage to the lens. There was evidence of both a reddish and a clear surgical residue. A work order search was performed and there were no similar ocmplaints within the work order. Conclusion: based on the complaint history, the work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The surgeon inserted an micl 13.7 implantable collamer lens in 2006 and it was removed twenty three days later due to the lens being too long for the pt's eye. The lens was exchanged for a shorter lens without any pt injury.